Event description:
Two nurse aides were putting resident to bed using the mobilaid lift from a chair. While moving the lift toward the bed, the harness ring seperated and resulted in the harness assembly slipping from the boom arm ring. Resident fell, striking occipital region of head on the floor resulting in approx. 3" laceration. Resident required ems involvemewnt and trama care at the local community hospital. The lift was immediately taken from service and investigation begun. Resident was returned to the nursing facility the same daydevice labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: component failure. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device temporarily removed from service, other. The device was not destroyed/disposed of.